Manufacturer narrative:
Medwatch sent to FDA on 6/13/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conforming.

Event description:
Health professional reported that after injection with juvéderm® ultra plus xc, the patient developed lumps in the nasolabial folds and crow's feet. Hyaluronidase was provided as treatment a month after injection. Further follow up with the injector revealed that the patient developed lumps in the right scar just below the right lateral ocular commissure.

Manufacturer narrative:
Medwatch sent to FDA on 5/9/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "lumps" and a scar are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "adverse events: the most common injection-site responses for juvéderm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising." "Post-market surveillance: the following adverse events were received from postmarket surveillance for juvéderm ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache. Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess. Additionally there have been reports of nodules, infection, and inflammation. The onset of nodules generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaid¿s, antibiotics, steroids, and hyaluronidase. In most cases nodules resolved within 1 month."

Event description:
Health professional reported that after injection with juvederm ultra plus xc, the patient developed lumps in the nasolabial folds and crow's feet. Hyaluronidase was provided as treatment a month after injection. Further follow up with the injector revealed that the patient developed lumps in the right scar just below the right lateral ocular commissure.